Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl to 600 mg/dl. Customer also reported that the infusion set was leak. Customer stated that the leak at quick release. Customer states the quick release was tightly connected. Customer stated that insulin pump was not dropped with set in place. Customer was not using auto mode feature. Troubleshooting was performed for leak. The device will not be returned for analysis.